Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a bend was visible on the transition shaft. The stent was positioned between the markerbands as per specifications. Deformation was evident to the 11th stent wraps with struts raised. No deformation was evident to the distal tip. Kinks were visible on the distal shaft. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx and one resolute onyx coronary drug eluting stent to treat a severely calcified, moderately tortuous lesion with 80% stenosis in the mid rca. Both devices were inspected with no issues noted. Negative prep was performed in both devices with no issues noted. The lesion was pre-dilated. Neither of the devices pass through a previously deployed stent. No resistance was encountered when advancing both devices. Excessive force was not used during delivery of both devices. It was reported that both devices failed to cross the lesion. It was stated that a nc euphora ptca balloon catheter was used to further pre-dilate the lesion which then was successfully stented with two resolute onyx devices. The patient was reported to be alive with no injury.